Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient did not charge the ipg as recommended. As a result the ipg was inoperable. The ipg was explanted and replaced on (B)(6) 2016. The patient's stimulation was restored and the issue was resolved.